Manufacturer narrative:
E1 - event site name - (B)(6) upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient harm reported. Getinge field service engineer (fse) was dispatched to evaluate the unit. Additionally, the field service engineer found salt-like residue on the pneumatic inteface module, and mold/mildew on a pcba.